Event description:
On (B)(6) 2009, the patient reported the glass cartridge of her insulin infusion device is cracked. She said the cartridge plunger was pushed up all the way. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.